Event description:
It was reported that when using the bd vacutainer® eclipse¿ blood collection needle, hub/collar separation occurred on two (2) units. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd vacutainer® eclipse¿ blood collection needle, hub/collar separation occurred on two (2) units. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes h.3 device eval by manufacturer? Yes d9: returned to manufacturer on: 15-may-2025 investigation summary bd received 10 samples for investigation, which were inspected for hub/collar separation and defective locking mechanisms. These samples passed testing as there were no signs of damage or device separation during the activation of the safety shield. Additionally, 20 retained samples were inspected for the same issues and also passed testing, showing no signs of damage or device separation during the activation of the safety shield. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode: hub/collar separation. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.